Manufacturer narrative:
The motor error alarmed during the basic occlusion test due to a faulty force sensor resistor (gold). They were unable to perform the basic occlusion, occlusion, prime/compromised force sensor system test, and the excessive no delivery test due to the motor error alarm. The motor was tested outside the device and it passed the motor test. The pump was received with a minor scratched display window, a cracked case at the display window corners, and a broken reservoir tube lip.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 272 mg/dl at the time of the incident. Customer received the alarm during basal. Customer stated that the pump was not exposed to a magnetic field, just lab work. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer stated that her blood glucose was high because she had donuts. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.